Manufacturer narrative:
Device evaluated by manufacturer: device was returned for analysis. The complaint unit was returned connected to the catheter. A visual examination of the complaint unit was carried out and no issues were noted. The advancer knob was locked upon return in a backward position, it was loosened and advanced in order to inspect the handshake connection. The handshake connection was inspected and no damage was noted. A handshake connection test was attempted to examine the integrity of the connection and no issues were noted. The drive shaft, coil and sheath were inspected and there was no damage noted. The burr was returned interacting with a stent. This was removed and the burr was inspected and no damage was observed. The unit was returned with a guidewire running through the device. The guidewire was removed with no resistance encountered. The complaint unit was wet tested. The complaint unit was unable to reach optimum speed as the device stalled. The complaint advancer was dismantled and the ultem was found to be melted. There was corrosion of the turbine but it is unlikely this contributed to this event as the turbine could be freely rotated by hand. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable cause of the reported difficulties may be due to interaction with another device. (B)(4).

Event description:
Same case as MDR ID: 2134265-2014-05019. It was reported that removal difficulties occurred. The stenosed target lesion was located in the severely calcified left main trunk (lmt) and proximal left anterior descending artery (lad). A 1.50mm rotalink¿ plus and 330cm rotawire was used to treat the target lesion. Rotablation was performed starting from a previously implanted 2.5mm non bsc stent in the lmt moving distally. Moving slowly during the first pass, with rotational speed at 200,000rpm, the device stalled after approximately 5 seconds. Resistance was noted; the burr had become stuck, possibly in the stent, and was unable to move at all. The burr and the wire were pulled with force. Upon withdrawing the burr and the rotawire, resistance was encountered and they were unable to withdraw them into the guide catheter. Therefore, the burr, wire, and guide catheter were removed together through the introducer sheath. Outside of the patient, the rotawire was observed to be severely damaged and the burr was noted to be within the guide catheter. The implanted non bsc stent was also inadvertently removed with the system. Intravascular ultrasound was performed in the left main coronary artery (lmca) and proximal lad. Calcification in lmca was noted and enough blood flow was confirmed. Ablation was performed in the proximal lad with another 1.5mm burr and a 2.5/15mm non bsc stent was implanted. There were no patient complications reported and the patient's condition was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
Same case as MDR ID: 2134265-2014-05019. It was reported that removal difficulties occurred. The stenosed target lesion was located in the severely calcified left main trunk (lmt) and proximal left anterior descending artery (lad). A 1.50mm rotalink¿ plus and 330cm rotawire was used to treat the target lesion. Rotablation was performed starting from a previously implanted 2.5mm non bsc stent in the lmt moving distally. Moving slowly during the first pass, with rotational speed at 200,000rpm, the device stalled after approximately 5 seconds. Resistance was noted; the burr had become stuck, possibly in the stent, and was unable to move at all. The burr and the wire were pulled with force. Upon withdrawing the burr and the rotawire, resistance was encountered and they were unable to withdraw them into the guide catheter. Therefore the burr, wire, and guide catheter were removed together through the introducer sheath. Outside of the patient, the rotawire was observed to be severely damaged and the burr was noted to be within the guide catheter. The implanted non bsc stent was also inadvertently removed with the system. Intravascular ultrasound was performed in the left main coronary artery (lmca) and proximal lad. Calcification in lmca was noted and enough blood flow was confirmed. Ablation was performed in the proximal lad with another 1.5mm burr and a 2.5/15mm non bsc stent was implanted. There were no patient complications reported and the patient's condition was good.